Manufacturer narrative:
Concomitant medical product: a3dr01 ipg, implanted: unknown; 5076 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high threshold on the right ventricular (rv) lead. Short v-v intervals were also noted. The lead remains in use. No patient complications have been reported as a result of this event.